Event description:
It was reported that the filter cover won't close. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d4: UDI section, expiration date and h4: manufacture date are not available based on the reported lot number. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: (B)(6). Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection was found there were no noticeable abnormalities in appearance. Functional testing found of the two hooks on the filter cover, the filter side was locked properly. But it was confirmed that the hook on the connector side was weakly locked and could be opened with a light force. The complaint was confirmed. Root cause was attributed to the supplier. The lock function of this component is checked by the operator before setting it on the tray. Therefore, one possible cause is that the operator overlooked the defective lock during inspection. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot. As a preventive action, we shared this event with the related operators and told them to pay attention to the shape and hook part when inspecting the filter cover.